Manufacturer narrative:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) failed to catch in the vessel and came out, resulting in closure failure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for evaluation. No catheter sheath introducer was returned for this evaluation. The indicator window was observed in the black/white/ red position. During this visual analysis, two kinks were denoted on the delivery shaft located approximately 14 cm and 5 cm apart from the distal end, and a separation of the distal portion of the indicator wire and the plunger system was denoted approximately 6 cm apart from the distal end of the delivery shaft. Based on these observations, an additional code of delivery shaft ¿ kinked/bent was observed. A dimensional analysis was conducted in portions of the delivery shaft near the affected kinked areas to verify the outer diameter (od) and were found to be within specification. A deployment simulation evaluation could not be performed, as the unit was returned without a plug to be evaluated and in conditions aligned with a complete deployment mechanism activation of the unit prior to its arrival for this evaluation. A high-magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. An additional evaluation under scanning electron microscopy (sem) was performed to assess the separation border of the indicator wire. During this analysis, elongations and fatigue striations were denoted. These types of topographic defects are commonly attributed to high tensile force applied in the affected area. The reported event of ¿indicator wire damaged loop¿ could not be observed during analysis of the returned device as the distal portion of the indicator wire was not returned for evaluation. As a result, additional conditions of ¿indicator wire separated¿ and ¿vascular closure device (vcd) separated¿ were noted with the returned device as a separation of the distal portion of the indicator wire and the plunger system were denoted from the distal end of the delivery shaft. However, the exact cause of the issue experienced by the customer and the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported indicator wire failing to catch in the vessel, especially since the distal portion of the indicator wire was not returned for analysis to visually confirm the loop shape. However, vessel characteristics and procedural/handling factors may have contributed to the issue experienced. It was also noted that the device received was in a severely damaged condition in which the distal portions of the plunger and indicator wire were separated from the delivery shaft and not returned for review. Handling factors most likely contributed to the separated conditions noted as evidenced by sem analysis detecting elongations, and fatigue striations at the separation border. These types of topographic defects are commonly attributed to high tensile force applied to the affected area. Furthermore, two kinks were noted on the delivery shaft. If these conditions were present during use of the device, this could contribute to issues with the indicator wire detecting the vessel. However, as this was not reported by the user it is very likely that these conditions occurred due to post procedure manipulation. According to the instructions for use (IFU), which is not intended as a mitigation of risk, as warned in the IFU, do not use the exoseal vcd if the device appears damaged or defective in any way. The information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program. The vascular sheath introducer and/or exoseal vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review, suggest that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) failed to catch in the vessel and came out, resulting in closure failure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.